Manufacturer narrative:
H10: e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, device evaluation found flooding in the camera cable and in the main unit imaging, corrosion at the electrical contacts of the video connector, scope mount, and on the free lock lever as well as adhesion on the lens of the main body. Based on the results of the investigation, a definitive root cause could not be determined, however the most probable root cause is attributed to the main unit imaging and camera cables were flooded, resulting in deterioration of the main unit imaging. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding in the main unit imaging, camera cable flooding, corrosion at the electrical contacts of the video connector, corrosion on the scope mount, corrosion on the free lock lever, and adhesion on the lens of the main body. There was no patient involvement.